Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a tego connector that was reported to be broken. The reporter stated that the silicone part broke off completely and had to be replaced. The event did occur during use patient use but harm was not reported as a consequence of this event.

Manufacturer narrative:
One (1) photo was shared by the customer, showing the seal had collapsed and some blood residual is observed around the person's gloves. No additional damage or anomalies were observed. One (1) used. List #lat-d1000, conector tego¿ was returned for evaluation. As received, a small crack/damage was observed over the tego, the seal was observed to be torn and damage on the tego's luer post was observed. No mating device was returned. Complaint of separation can be confirmed based on the used returned sample. The probable cause is typically due to off-center entry. According to the dfu statement - attach the administration device or syringe by pushing straight into tego access device for infusion. Lot history review was performed and no relevant discrepancy, anomalies or nonconformances were identified that might be related with the condition observed in this complaint.